Event description:
It was reported that during a gastric bypass procedure, received an error code 3: handpiece error. Another like device was used. There was no pt consequence.

Manufacturer narrative:
(B)(4): evaluation summary: the handpiece was returned with a loose mount. It was tested on a generator and no error code was noted. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.